Manufacturer narrative:
The cranio-blade device was evaluated per jjpi written procedures and found to be within specification. At this time, jjpi considers this file closed.

Event description:
During a craniotomy the surgeon experienced problems with the 20,000 rpm driver. The dura was torn on cut for approximately 3" to 4". The patient's condition was good following the event.